Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check , the cs300 intra-aortic balloon pump (iabp) unit has a broken drain port. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced crm and drain connector. Pump was still failing autofll after the parts were replaced. Found pump had low vacuum reading was 175 mmhg. 5000 hour kit was installed. Inspected vacuum bulkhead connector in compressor case and found connector was cracked. Replaced connector. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use.